Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint product was received and evaluated. The distal tip was not received with the device. Visual observation revealed that the sutures were separated from the device and the cap holding the suture bridge was missing. Only 2 of the returned samples of orthocord sutures (violet) were tested for straight break strength due to length of the returned sutures. In both cases, the results exceeded the acceptable standards. Design specifications for straight break test say that tensile strength must be a minimum of 46.8 lbs and the results of this test for these 2 samples were 51.73 lb and 54.94 lbs, passing the test. We cannot discern a root cause for this failure mode. A non-conformance search was performed for this product code 222984, lot #3861676 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure for a radial head fracture, it was observed that one of the thread on the super qa+ o/c ds cp-2 *ea anchor device broke after passage through the soft tissues (when tightening the knot). There was an unspecified loos of time and difficulty to hold the anchor. There was no delay in the surgical procedure as the surgeon succeeded in fastening the anchor then it stayed in place. It was reported that the same bone hole was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.